Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a hakim valve (ID 823832) was implanted on (B)(6) 2026, due to hydrocephalus. The initial computed tomography (CT) scan was performed on (B)(6) followed by subsequent scans on (B)(6). No changes in hydrocephalus were observed on CT. On (B)(6), an examination revealed a disconnection at the valve end. Therefore, the valve was removed. The valve was not replaced, and the patient is stable and currently undergoing external drainage. According to information provided it is unknown if the patient had any signs and symptoms due to product problem.